Event description:
It was reported that during coronarography and angioplasty, air was injected into the patient. There was no reported harm or injury to the patient.

Manufacturer narrative:
Device evaluation: device evaluation anticipated, but not yet began. Evaluation conclusions: a follow-up report will be submitted when the device evaluation has been completed.